Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was intermittently unresponsive. The customer's blood glucose (bg) level ranged from 298 mg/dl to the 500 mg/dl range. Elevated bg was treated with manual injection. Reportedly, the customer reverted to manual injections for alternate insulin therapy.